Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed that the load checks for both valves confirmed good loads. The imaging provided confirms the first valve system was deployed and had a severe constrained inflow with an infold present. A post-implant bav was performed to resolve most of the infold but the valve position became too shallow and severe pvl was noted. A second system was implanted in the first system (valve-in-valve) deeper and the final angiogram confirmed a reduction in the pvl to mild/moderate. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Although a conclusive cause could not be determined from the limited information available, the valve infolding was a likely cause. Aortic regurgitation and pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre -existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available, but the aortic calcification and tortuous patient anatomy were likely contributing causes. A conclusive root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. In this case, the dislodged valve was most likely related to the patient anatomy. A second valve was implanted to address the dislodgement. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The infolding as well as hypotension and pvl were resolved by the performance of a post-implant bav. Based on the available information, a root cause for the infolding could not be conclusively determined but the calcification and tortuous patient anatomy may have been contributing causes. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated section h.6 codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with moderate tortuosity and severe aortic calcification, during valve deployment, when the valve was in the intended position, severe aortic insufficiency was noted and the aortic pressure decreased to approximately 60/30 mmhg. The physicians chose to release the valve. After the valve was released, severe central aortic regurgitation and severe paravalvular leak (pvl) remained and an infold was observed in t he valve frame. A post-implant balloon aortic valvuloplasty was performed with a 23mm non-medtronic balloon which resolved the infold, but caused the valve to dislodge from the implant position. Subsequently, a second valve was implanted, valve-in-valve; pressures and hemodynamics improved and the pvl was reduced to mild. No additional adverse patient effects were reported.